Event description:
It was reported that the patient¿s ilet displayed a persistent ¿65¿ alert that recurred and did not clear despite use, consistent with an unresolved alarm/restart malfunction. Symptoms included no reported clinical effects. Outcomes included no reported impact on health, medical intervention, or hospitalization. Investigation included remote troubleshooting and user education, including instructions to shut down the ilet, guidance on data syncing to the mobile app before return, and confirmation that a replacement device would require a full startup process. Investigation of this case revealed a device alarm behavior with no evidence of patient injury and no additional device component involvement identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.